Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received a prime alarm during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with a minor scratch on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer also reported difficulty reading the insulin pump. The drive support cap was also noted to be sticking out. Customer's current blood glucose reading is 117 mg/dl. Nothing further was reported.